Manufacturer narrative:
H.6. Investigation: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1807721, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. Lot release testing from lot 1807721 were inspected with no defects observed. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that during use the IV pump is alarming so the connector is being removed with an unspecified bd phaseal optima connector. The following information was provided by the initial reporter: (2 of 3). Stated that all of the nurses have been removing the injector from their chemo because it keeps alarming and delaying care. She went on to say that she has even removed the spike adapter on occasion for "upstream occlusions" and "air in line". So basically the IV pump is alarming and instead of troubleshooting they are removing the injector and connector and at times the infusion adapter. I don¿t have lot numbers. This was reported yesterday. It seems to have occurred over the last month no specific dates reported."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the IV pump is alarming so the connector is being removed with an unspecified bd phaseal optima connector. The following information was provided by the initial reporter: (2 of 3). Stated that all of the nurses have been removing the injector from their chemo because it keeps alarming and delaying care. She went on to say that she has even removed the spike adapter on occasion for "upstream occlusions" and "air in line". So basically the IV pump is alarming and instead of troubleshooting they are removing the injector and connector and at times the infusion adapter. I don't have lot numbers. This was reported yesterday. It seems to have occurred over the last month no specific dates reported."